Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ("left flank pain (stabbing off and on)") and endometriosis ("endometriosis") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (date of births: (B)(6)) and miscarriage in 2000. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not worsened a previously existing injury/condition. Previously administered products included for contraception: depo provera in (B)(6) 2007. Concurrent conditions included obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced headache ("headaches (off and on)"). In (B)(6) 2014, the patient experienced flank pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced endometriosis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced mental disorder ("caused or aggravated any psychiatric and/or psychological condition") and menstruation irregular ("irregular periods"). The patient was treated with thomapyrin n (excedrin), ibuprofen, surgery (hysterectomy,exploratory laparoscopic surgery) and surgery (hysterectomy,exploratory laparoscopic surgery). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the flank pain, headache and menstruation irregular had resolved. At the time of the report, the endometriosis and mental disorder outcome was unknown. The reporter considered endometriosis, flank pain, headache, menstruation irregular and mental disorder to be related to essure (ess205). The reporter commented: patient never experienced the injuries claimed in complaint before the date of essure placement. She did not had any complications or problems that occurred at the time of essure placement and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). On (B)(6) 2007, patient had essure confirmation test hsg (hysterosalpingogram). Current weight as of (B)(6) 2017: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure indication, stop date (B)(6) 2015 added, company drug code updated and start date updated from (B)(6) 2008 to (B)(6) 2007. Event severe and permanent injuries was replaced with left flank pain (stabbing off and on), headaches (off and on), endometriosis, caused or aggravated any psychiatric and/or psychological condition and irregular periods. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.